Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient is experiencing pain at the ipg site. As a result, surgical intervention may be taken to address the issue.

Event description:
Additional follow up revealed that patient's ipg was not put into surgery mode during a shoulder surgery 7 months ago and company representative was not able to connect the clinician programmer to patient programmer. Patient is undergoing radiation treatment for an unrelated health issue and has lost weight as a result.